Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 39 mg/dl at the time of the incident. Another blood glucose level was 46 mg/dl. The customer was not assisted troubleshooting for low blood glucose. The customer stated that there was no symptoms related to low blood glucose. The customer was treated with food. It was unknown the auto mode feature was active or not at time of low blood glucose event.. . Customer received change sensor alert. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.